Event description:
Information received indicates that after one day of use, it was noted that blood was leaking from the bio pump. The unit was changed-out with no immediate consequence to the pt. Two days later the pt expired; exact cause of death is unknown.